Event description:
Foley catheter inserted in operating room. It was new out of package. Tubing was kinked to the point that it prevented urine from draining. Catheter was removed and discarded and a new product was utilized and reinserted without incident.